Event description:
Reported that (B)(6) pt that has been on the p1000d system since (B)(6) 2011 has developed a stage 3 pressure sore. Pt was not in the bed all of the time prior to 2 weeks ago and now is in the bed constantly.